Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. Visual and mechanical inspection noted no anomalous conditions in shape or structure. The electrical characteristics of the device were found to be within product specifications. Blood was present on the helix. The helix electrode consistently extended within seven turns and retracted within eight turns. The lead was considered to be functionally normal.

Event description:
It was reported that during the implant procedure, the helix did not extend completely and the physician experienced positioning difficulties. The lead was not implanted. No patient complications have been reported as a result of this event.